Event description:
As reported the physician was performing a cephalic cut down on an extremely obese patient. The cephalic vein appeared large and more blood than usual pooled and spurted out during the procedure. The physician stated that the patient had high venous pressure along with the introducer doing a poor job of preventing back bleeding through the valve.